Manufacturer narrative:
Implanted date: device was not implanted the actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00515. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the device has split at its end. It was reported that there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the malfunction occurred before the introduction of the system into the patient. The introducer sheath split when the mandrel/chuck was put in place. It was reported that the procedure was finished the intervention by manual compression.

Manufacturer narrative:
One 8f angioseal hemostasis sheath was returned mated with the arteriotomy locator for evaluation. There was split observed at the tip of the hemostasis sheath, same side as the monofold. The mated device was inserted at an oblique angle into a test apparatus to check for integrity of the sheath under tension. No anomalies were noted. The outer diameter of the locator was measured to be between 0.1067"-0.1064" and the inner diameter of the sheath was measured to be 0.111". All measurements were within the manufacturing dimensions specified on the drawings active at the time of manufacturing the product. The device was subject to scanning electron microscopy and the fractured side of the split was characterized. There appeared to be unique (torn layers) morphology to the fractured face. Ftir analysis was done and the elements of the pebax and radiopaque filler materials were characterized. Energy dispersive x-ray spectra analysis for the sample did not detect any foreign elements present at various locations. Upon closer microscopic examination a faint and fine line could be seen running longitudinally upwards from the proximal cracked part of the sheath. The complaint is confirmed for a split on the distal end of the sheath same side as the monofold. Visual, microscopic, dimensional and functional evaluations were performed on the device and a thorough root cause analysis was carried. The optical evaluation noticed longitudinal lines observed on the sample outer surface. These lines were presumed to be drawings marks produced during the pebax extrusion manufacturing process, that could locally weaken the sheath longitudinally and result on split on sheath when excess force is applied during mating of the locator or high off axis forces are applied in situ. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedure. There have been no previous reports of this part/lot number combination. Terumo has issued an scar to investigate the potential supplier issue.